Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in canada event occurred on 30-april-2024 and 10-jun-2024, it was reported that patient faced four event of infusion set fell off during use. The infusion set had been in use for one to two days of insertion for all events. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.